Manufacturer narrative:
H6: the method code 4115 pertains to the catheter component. The previously applied method code 4117 remains applicable to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The cause of the pump having been tilted in the pocket was not determined. The cause regarding the difficulty with removing the connector was not determined. However, it was indicated that the surgeon stated they probably didn¿t squeeze hard enough to disconnect the connector properly. The same pump remained in the patient and a new connector was added. The old connector was discarded. The patient¿s weight was not available.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#:(B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 01-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing bupivacaine (concentration: 5 mg/ml at a dose rate of 3.930 mg/day) and hydromorphone (concentration 5 mg/ml, dose rate: 3.930 mg/day) via an implantable pump for spinal pain. It was reported that the patient was having a pump pocket revision due to the pump being tilted in the pocket the past several months. The date (B)(6) 2020 is considered an approximate date of event (specific year known only).  The physician opened the pocket and removed the pump. He then was having some difficulty removing the pump connector from the pump and the silicone sleeve slid down. Pinching the flange areas on the connector was reviewed and the hcp was successful removing the connector.